Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported through service and repair that a fail safe system error occurred on the medfusion® 4000 pump. There was no patient injury.

Manufacturer narrative:
One medfusion¿ 4000 syringe infusion pump was returned for investigation. Visual inspection of the returned device found it to be in good condition. During functional testing, the device was powered on and the reported failsafe error occurred. Further review of the device found that the interconnect board was not operating as intended. It was found that the reprogramming software from the bottom interconnect board to the main board was incomplete. Additionally, a small amount of contamination was observed on the interconnect board. The device interconnect board was replaced and the software from the base to the mainboard was reloaded. The device was then powered on and successfully performed the start-up process. Investigation determined that the root cause of the observed issue was due to customer induced fluid ingression into the main body of the device.